Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that two years, five months, and thirty days post a port placement via the right internal jugular vein, the patient allegedly developed with bacterial infection as a result of the defective infected port, with the wound culture eventually revealed staphylococcus epidermis. Reportedly, the infected port was removed and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that, patient underwent bard single lumen power port insertion through right internal jugular vein for medication delivery for lupus. A micropuncture needle was advanced into the superior vena cava through the needle lumen. The needle was exchanged and soft tissue of the upper chest selected port placement. A tract leading from the port site to the venous access site were anesthetized with lidocaine. Blunt dissection was used to create a pocket for the port to be placed. The assembled single lumen port catheter was tunneled from the port pocket to the access site. The port catheter was trimmed to the appropriate length. The peel away dilator and the wire were removed. The tip of the catheter was confirmed to be at the cavoatrial junction using fluoroscopy. The port was confirmed to flush and draw. Approximately two years, five months and four weeks later patient admitted to the hospital with a history of lupus undergoing lupus infusion treatment every 4 weeks via port in the right upper chest, chronic anemia came in complaint of right upper chest wall redness, pain and rash. On admission, patient was noted to be hemodynamically stable. Patient was found to have a right upper chest port infection. Infectious disease consulted and started on appropriate IV antibiotics. Two days later patient underwent chest port removal procedure for suspected infected port. The right chest was prepped, and elliptical incision was made over the apex of where her port was palpated, near her prior scar. This was done to remove an area of extremely friable skin within her overall rash. Dissection was carried down through the subcutaneous tissue using electrocautery, until the port was encountered. A culture of the cavity around the port was taken. The catheter was located, and surrounding capsule was dissected free using a combination of blunt dissection and electrocautery until the catheter was freely mobile and it was then withdrawn in its entirety. The remaining port was then excised from its capsule using a scalpel. The port and catheter were inspected and found to be intact. Patient tolerated the procedure well. Post port removal, patient is doing well. Wound culture eventually revealed staphylococcus epidermis. Patient was transitioned to per oral antibiotics. Patient was discharged to home in a stable condition three days later. The surgical pathology final report study of infected port showed, ¿medical device, surgical removal, consistent with port with 18 cm catheter length. As per the submitted medical record review, it is confirmed that the patient had bacterial infection. However, the relationship between the port and the alleged adverse event is unknown, and there is no device malfunction reported. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.